Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, as reported by her attorney, the pt experienced serious personal injuries, including infections, extrusion and migration of the slings and erosion of her internal bodily tissues.